Manufacturer narrative:
Intuitive surgical, inc (isi) has received the fbf instrument associated with this complaint and completed investigations. Failure analysis (fa) investigations replicated and confirmed the customer reported complaint. The instrument was found to have the conductor wire dislodged from the connector at the back end when the housing was removed. The wire insulation was not damaged, and the instrument failed an electrical continuity test. The dislodged conductor wire was placed back into the connector and the instrument passed electrical continuity test. An energy delivery test was performed and passed when placed on an in-house system. The root cause for the dislodged conductor wire is attributed to a component failure. A follow-up MDR will be submitted if additional information is received. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed the following possible related system errors: error 25920 - erbe energy activation halted by an instrument or instrument cable connected to the lower bipolar port on the erbe (generator). No image or video clips for the reported event were submitted by the customer for review. A review of the site's complaint history identified no other complaints related to this product/event. This complaint is being reported due to the following conclusion: during a da vinci-assisted right hemicolectomy procedure, the fbf instrument was not cauterizing as expected. As a result of the alleged cauterization issue and uncontrolled bleeding, the surgeon elected to convert the surgical procedure to open surgery. It is unclear what medical intervention was administered due to the uncontrolled bleeding. In addition, the cause of the uncontrolled bleeding is unknown. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the fenestrated bipolar forceps (fbf) instrument was not cauterizing as expected. The or staff uninstalled, cleaned, and reinstalled the fbf instrument, and replaced the blue energy cord; however, the alleged issue was not resolved. A backup instrument was used to proceed with the case with the original blue energy cord. The patient did not become clinically unstable during the time it took to obtain the backup instrument. However, the robotic coordinator reported that the surgical procedure was converted to open surgery due to bipolar energy not cauterizing appropriately and uncontrolled bleeding from the omentum and colon. The cause of the uncontrolled bleeding was not provided. At the time of the conversion, the robotic surgery had been in progress for approximately 30 minutes and the surgeon was almost done with his dissection. The robotics coordinator explained that adequate exposure could not be achieved with the use of suctioning. The estimated blood loss was approximately 550 ml and came from unspecified vasculature. The robotics coordinator could no recall if any blood transfusions were administered. Per the robotics coordinator, the patient tolerated the open surgical procedure and believes the patient may have had an extended hospital stay. The robotics coordinator was not aware of any post-operative complications. The robotics coordinator indicated that no issues were identified during the setup of the da vinci surgical system. The fbf instrument and blue energy cord were inspected as well prior to use and no issues were found. No signs of thermal damage was identified with an inspection of the instrument.